Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient passed away on (B)(6) 2012. It was noted that the pump had been removed in (B)(6) 2007 or (B)(6) 2009 (the exact date was not specified). It was noted that the mesh pouch around the pump had "grown to" the patient's colon and thus not all of the mesh could be removed. The caller stated the patient ended up with a perforated bowel on (B)(6) weekend of 2012, which leaked into his system. The caller was uncertain whether the death was related to the mesh pouch, but the reporter noted "it was in that area". Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information has been requested from several sources; however, no additional information was available as of the date of this report.